Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
(B)(6). Received via medwatch (mw5075168): progressive loosening tibia and femur, total knee left side, revised. Additional information has been requested. File will be updated when information is received. All med watch submissions related to this report are: 9610612-2018-00147, 9610612-2018-00160.

Manufacturer narrative:
B5. Components in use listed as concomitant devices are: nx057z / as vega ps tibial plateau cemented t4, nn264z / as tibial obturator d14mm, nx140 / vega ps gliding surface t4/4+ 10mm, nn484 / columbus patella 3-pegs p4 36x10mm. D1. Brand name: nx055z. D2. Common device name: as vega ps tibial plateau cemented t4. D4. Model and catalog # nx057z. Expiration date: 05/31/2025. F9. Approximate age of device: 34 months. G5. PMA/510k# k101281.

Event description:
Components in use listed as concomitant devices are: nx057z / as vega ps tibial plateau cemented t4, nn264z / as tibial obturator d14mm, nx140 / vega ps gliding surface t4/4+ 10mm, nn484 / columbus patella 3-pegs p4 36x10mm.

Manufacturer narrative:
Investigation: no product is at hand. Batch history review: the device quality and manufacturing history records have been checked for lot 52127801 and found not to be according to the specification, valid at the time of production. The device quality and manufacturing history records have been found to be according to specification valid at the time of production for all other lots (52151713, 52129597, 52158619). Similar incidents have been filed with products from the batch 52129597. No similar incidents have been filed with products from the other batches. Conclusion and root cause: no product available, and therefore a complete analysis is not possible, but based on the information available, it appears the root cause of the failure is not product related. There is the possibility that the root cause of the problem is most probably usage or patient related. Rational: according quality standard and DHR files, a material defect or production error can be excluded. There is no correlation between the deviating component and the failure. Additionally, according to the quality coordinator in relation to the deviating component measure 19 +/- 0.1mm (lot 52127801): "we can assume that this is a typographical error. The parts are made by robotic handling overnight, so only a part is tested. Subsequently, a sample of 4 parts is tested on the measuring machine. According to the test reports, the measure is always within the specification." Unfourtunately due to a lack of data and without the product, we can not determine the exact cause. Any action regarding CAPA will be addressed with product safety case 17-19.

Manufacturer narrative:
Additional information provided: event: components in use listed as concomitant devices are: nx057z / as vega ps tibial plateau cemented t4, nn264z / as tibial obturator d14mm, nx140 / vega ps gliding surface t4/4+ 10mm, nn484 / columbus patella 3-pegs p4 36x10mm, brand name: nx055z. Common device name: as vega ps tibial plateau cemented t4. Model and catalog#: nx057z. Expiration date: 05/31/2025. 34 months. PMA/510k: k101281.

Event description:
Components in use listed as concomitant devices are: nx057z / as vega ps tibial plateau cemented t4, nn264z / as tibial obturator d14mm, nx140 / vega ps gliding surface t4/4+ 10mm, nn484 / columbus patella 3-pegs p4 36x10mm.